Manufacturer narrative:
Initially a head error prior use was reported. According to the summary report (B)(4) (dated 2020-03-19) the field service technician was on site and replaced the rotaflow control board and the rotaflow flow measure board. The replacement of both boards corrected the problem. The unit passed all functional and safety tests and was returned to customer and cleared for clinical use. The reported failure "head error" could be confirmed. Most possible root cause could be determined as: the head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to a damage at the control board of the rotaflow. The head error follows by the sig error. This is when the ultrasonic crème is applied to the flow bubble sensor. Then the centrifugal pump is causing backflow and this leads to the head error. The head error is also caused by shaking the drive. This is when the motor (which is controlled by the optical tacho) is not blocked when adjusting to 0 then it could lead to error when slight shaking. The motor could then slightly rotate. The head error can be caused by connection issues between the console (rfc) and the drive (rfd). This is when the cable connection is disturbed by defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11. Contain detailed descriptions to prevent an ¿error head¿. As the event occurred prior use no patient was involved and the device was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Rotaflow head error was reported prior use. Complaint number: (B)(4).